Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead exhibited low defibrillation impedance. Defibrillation threshold testing was successful. No further intervention was deemed necessary at the time. Patient was stable.